Event description:
Uf experienced three instances of failure of lead cables or wires. New safety leads form another MFR have had no failures. This facility has fully converted to safety leads as of 12/94.